Event description:
It was reported that there were concerns of hemolysis for a patient implanted with an impella cp. The pump was explanted from what was noted to be a smaller left ventricle, which may have contributed to the hemolysis. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.